Manufacturer narrative:
H10: block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of the clip failing to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy, according to the nurse. The handle was manipulated, and the scope angle was adjusted, but it was still unsuccessful. The device was removed, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.